Manufacturer narrative:
The device was received for evaluation. Visual inspection identified white particulate matter inside the syringe pouch. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white stains on the inside of the package of a coseal surgical sealant device. This was noted once the package had been opened prior to use of the device. There was no patient involvement. No additional information is available.